Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump is alarming without displaying an error message. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with battery door missing and nub worn. Event history log review was performed and found evidence of multiple no disposable alarms recorded. Visual inspection, simulated use and sensor verification testing were performed. The customer's reported problem regarding pump alarms messages displayed was unable to be duplicated. However, the event log verifies that an event may have occurred (multiple high-pressure alarms recorded near the end of the log). During investigation the sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. The customer perception was duplicated but measurement of the sensors found them to be within specification. However, the dso will be replaced as a preventive measure due to the nub being worn possibly resulting the no disposable alarm. The problem source of the reported problem is unknown.